Event description:
It was reported that charging cable had to be inserted at an angle for pump to begin charging. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.